Event description:
It was reported that during a da vinci surgical procedure while using monopolar curved scissors (mcs) instrument, the tip broke and fell into the patient. The tip was retrieved from the patient and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found a section of the left blade to be broken and missing. The blade fractured at the cross section of the grip cable crimp and half of the cable crimp is exposed. The fractured plane is nearly straight. No other damage was found.